Event description:
The customer reported that the system displayed a charger failed error during boot up, which prevented the system from fully booting. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the c-arm cable. The system operates as intended.